Event description:
Device has been explanted and replaced with non-allergan device.

Event description:
The device has been explanted and replaced.

Event description:
Patient's daughter reported left side pain, swelling and was diagnosed with device rupture via palpation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, edema.